Event description:
Doctor reported that biometric data collected with a new iolmaster consistently varied from data collected with ultrasound (immersion). After seeing the variation the doctor chose to not use the iolmaster data. The doctor reported that use of the ultrasound data resulted in iol implantations with successful outcomes.